Event description:
When comparing his meter to a professional meter where customer works; the customer's meter read 300 mg/dl and the professional meter read 60 mg/dl. No actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.